Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Upon reloading the cartridge the insulin gauge was inaccurate. Customer loaded a new cartridge and received an accurate fill estimate. Additionally, the customer's blood glucose (bg) was over 500 mg/dl which was addressed with a correction via pump; cause for high bg was unknown.